Manufacturer narrative:
Philips service replaced the suite pc and hard disk and restored the backup. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that suite pc failed to boot; hard disk suspected defective on a azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.